Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was noted that there was difficulty closing the device. When the clip was closed, the clip would not disengage from the catheter. The staff attempted to wiggle, open, and close the handle to push it off. The clip eventually released from the wire. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.